Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and it was reported that a kidney infection and kidney stones led to the fall. The hospitalization led to the ins needing to be charged. The patient charged the ins's after discharge from the hospital. The batteries weren't dead. The event resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with two implantable neurostimulators (ins). It was reported that the patient fell and was admitted to the hospital. The patient¿s husband thinks the patient¿s ins needs to be changed and mentioned something about back pain and if the devices were functioning the fall and back pain wouldn¿t have happened. The patient¿s healthcare provider (hcp) had passed away and the husband doesn¿t know a hcp that can replace the ins¿s. The caller hcp stated the patient was just taken off life support and it was unrelated to devices, but they can¿t ask the patient questions. The husband noted they hadn't really thought about the ins¿s but then wondered if maybe that's what cause all this to happen.